Manufacturer narrative:
This report is for unknown tfna nail/unknown lot number. Patient had original surgery sometime in the (B)(6) 2017. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Patient fell and presented to the hospital with pain. The following day, surgeon removed all implants (intact) due to the fracture extending below the nail and revised the patient to a longer tfna nail construct. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery sometime in the (B)(6) 2017, at a different unknown hospital where a (tfna) trochanteric fixation nail advanced construct was implanted. Patient was implanted with one (1) short tfna nail, one (1) helical blade and one (1) distal locking screw. Post-operative, on (B)(6) 2017, patient fell and was taken at the hospital. Patient presented with pain. On (B)(6) 2017, surgeon removed all implants (intact) due to the fracture extending below the nail and revised the patient to a longer tfna nail construct. It was reported that no fragments were generated during implant removal. All implants have been retained by the hospital. Revision surgery was completed successfully with no time delay. Patient is reported in stable condition. Sales consultant has no more information to report on this event. This report involves 3 devices. This report is 1 of 3 for (B)(4).